Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The investigation was able to replicate the reported complaint using a known good libre 2 sensor but did not identify any issues with the librelink app. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported that while using the freestyle libre 2 app, the sensor alarm failed to trigger when the customer¿s glucose was low. As a result, the customer experienced a loss of consciousness and was treated with unspecified medication under the tongue and half of sugar by the husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Activated sensor with a known good reader and performed linearity test. Low glucose alarm did not go off. An extended investigation has also been performed for the returned sensor and no issue was observed. Performed low glucose test by using a known good libre 2 reader paired with returned sensor and placed known good sensor in simvivo test fixture and observed low glucose alarm sounded within 5 minutes. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported that while using the freestyle libre 2 app, the sensor alarm failed to trigger when the customer¿s glucose was low. As a result, the customer experienced a loss of consciousness and was treated with unspecified medication under the tongue and half of sugar by the husband. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device in use with xiaomi phone, os version 11 and app version 2.5.3.6373. A customer reported that while using the freestyle libre 2 app, the sensor alarm failed to trigger when the customer¿s glucose was low. As a result, the customer experienced a loss of consciousness and was treated with unspecified medication under the tongue and half of sugar by the husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The freestyle librelink app complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported for missing high and low glucose alarms. Attempted to replicate the user¿s complaint using similar configurations and the user complaint could not be replicated and the system functioned as intended. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. This also serves as a correction report. Section h10 (additional mfg narrative) was incorrectly documented in the initial report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.